Event description:
It was reported that two weeks prior that patient was programmed that last time and the ¿guy absolutely tore me up with it¿.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was "suffering and had no luck with the stimulation." It was stated that the trial / temporary implant was great. However, his permanent implantable neurostimulator (ins) had been reprogrammed 3 times and each time it got worse for him. It was stated that the patient had pain and swelling on the right leg, lots of discomfort in the groin, abdomen and bowel movement. X-ray assessment was performed six days prior to the report for the 3rd time and the patient was told that everything was the way it should be. Never having therapeutic effect was reported. It was stated that patient's digestive tract was "screwed up." An ultrasound was done "between knee and ankle of the right leg because of swelling spots and clots" and it was determined there were no clots. It was stated that patient's healthcare professional (hcp) "wanted to take it out or put it cross way or put epidural." It was stated that the patient had epidural for years and it did not work for him and that was the reason for the implant. It was also reported that prior to temporary implant the patient had very cold feet and while having temporary implant the cold feet went away. When he had the permanent implant the cold feet came back. It was reported that at 6 weeks check-up his ins was programmed to be comfortable and after he went home "he thought it would electrocute him" and "if he had a weak heart it would have killed him." The patient used his patient programmer to shut the therapy down. It was also stated that this patient had a trial where marginal success, at best, was reported. At his lead pull appointment, a failed trial was reported. The paresthesia the patient was getting right now was very similar to his trial experience. During his postoperative period, he had been noncompliant with the instructions provided regarding the use of the stimulator and reprogramming sequence. Three days later it was reported that patient's outcome was similar to the trial outcome. The leads appeared well-positioned. X-ray assessment demonstrated no lead migration. Impedance testing reflected no system problems. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.